Event description:
It was reported that an autopulse resuscitation system displayed a user advisory message of ua26 (decompression target not reached) during training. It was also reported that unit projected an abnormal noise while winding the lifeband. There was no report of a patient injury.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation. If product is returned to the manufacturer, a supplemental report will be filed.